Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This event is being filed because the clip delivery system (cds) moved in the opposite direction of where it was being steered, which has the potential to cause or contribute to adverse patient effects such as tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced into the steerable guiding catheter (sgc) without issue. While using the m-knob to steer the cds, the cds moved in the opposite direction of where it was being steered; therefore, the cds was removed without issue. A new cds was used with the same sgc to successfully complete the procedure, with mr reduced to 1+, no adverse patient effects, and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI) number: (B)(4). The device was returned for evaluation and the reported sleeve steering issue could not be confirmed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.